Manufacturer narrative:
Additional information received on (B)(6) 2019 indicated the patient experienced an autoimmune disorder along with 42 unspecified symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with an unspecified mentor saline breast implant and experienced pain and discomfort on the left side. As a result, the patient underwent removal on (B)(6) 2019.

Manufacturer narrative:
Additional information received on 5/6/2019 indicated the patient experienced device migration on the left side.the patient also reported several symptoms, including fatigue, brain fog, digestive issues, skin problems, vertigo, and eye issues. Manufacturer¿s reference number: (B)(4).